Event description:
The tech alleged the ticking assembly is breaking down. The foam mattress is blood stained (contaminated) & foam topper was starting to break down. He replaced the ticking assembly, foam topper & fire barrier to resolve.